Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, near the uterus, around the ligament on the right side, the sealing ruptured after surgery. Sealed and outputted the area around the bleeding point with device multiple times, but the bleeding did not stop. It was noted that the completion sound was heard. The bleeding did not stop even when outputting using the same method as usual, so a competitor¿s device was used to stop the bleeding. There was no sense of thick tissue. There was an extension of surgery time of about 10 minutes.

Manufacturer narrative:
D10 concomitant product: lxmj37s, maryland xp inline sealer/divider 37 cm (lot #: 50510341x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the handpiece was used to seal the area around the bleeding point multiple times, but the bleeding did not stop. There was no re-grasp alarm but activation tone and end tones were heard. It was near the uterus, around the ligament on the right side and no other ligasure sites were found to have reopened. The generator used worked fine without issues in other procedures. Procedure was extended for 10 minutes as they used a non-medtronic bi-clamp to stop the minimal bleeding. Blood transfusion was not necessary.